Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09512. It was reported that a burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure,outside patient, it was noted that the burr was stuck on the rotawire. The procedure was completed with a 1.75mm rotalink¿ plus. No patient complications were reported and the patient's condition was good.